Event description:
It was reported during routine checks by the customer that cardiosave intra-aortic balloon pump (iabp) had no back-up battery error and battery was charging. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h11. The failure analysis and testing dept. Received with a reported unit failure of the batteries not charging and a burned component. The fat performed a visual inspection and found the part to have a blown q27 component. See attachment. This is a known failure due to a design issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Other contact email: (B)(6). Updated field: b4, e3, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse identified a burned component on the power management board (pmb). Although the device was able to recognize the batteries and display their charge status, it was not drawing power from the batteries. The pmb was replaced, and the device was able to charge the batteries normally. All functional tests were completed per the checklist following the pmb replacement, and the unit was confirmed to be fully operational. The device is ready for patient use and has been returned to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no back-up battery error and battery was charging. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.